Event description:
The customer reported that an IV fluid, believed by the customer to be normal saline, was being administered to a patient in the medical surgical unit with a gemini infusion pump. While starting the new IV, the nurse noticed a few drops of blood were dripping from the b. Braun ultrasite valve. Upon inspection of the sample, the nurse confirmed that the valve was still open because a hard piece of plastic (approximately 3-4mm long) was wedged into the valve. The piece of hard plastic had broken off of the side of the male luer end of the baxter clearlink continu-flo set. The nurse replaced the sets to resolve the issue. There was no patient injury or medical intervention associated with this report. This condition occurred with the clearlink duo-vent continu-flo set, product (B)(4), lot number unknown. No additional information is available.

Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that cause of death was ventricular fibrillation. However, it was learned that the event was not device related. The device has been disassociated from the event by the health-care provider; therefore, it has been determined that this is no longer a reportable event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no response was received from the health-care provider. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to unknown reasons. No further details were reported.